Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery the first calibration stage went correct. However, it was impossible to rotate the real intelligence robotic drill and pass the next stage. It said that the calibration time was over. The burr rotated really slowly in a way to another. The procedure was completed, with a non-significant delay, using manual instruments. Patient was not harmed beyond the reported problem.

Manufacturer narrative:
H10: the cori drill, pn: rob10013, sn: (B)(6), use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported event was confirmed. A kpc test was ran and it failed. The drill exposed, but did not spin. A continuity test was performed, and breakage in white wire on the drill motor connector was confirmed. The most likely caused of this event was electrical communication failure due to the broken wire. Refer to the real intelligence cori for knee arthroplasty user manual, section connecting the robotic drill and verifying the robotic drill for proper set up and calibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities. Internal complaint reference number: (B)(4).